Event description:
It was reported that during device preparation, while removing the protective sheath with the handle in the locked position, some resistance was met. After removal of the stylet, the stent was noted to be exposed by about 10% and just starting to flower. The device was set aside for return, but was inadvertently discarded during clean-up. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.